Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor was to screw the auricular cable to the device, the doctor had problem with the set screw and could not be fixed to the device. The set screw was noted to be loose. The device was attempted and not used. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.